Event description:
Boston scientific received information that during an implant procedure, the physician used this 8f sheath and was surprised it did not include an expanding sheath (dilator) and 0.035 guide wire in the packaging. The physician noted that 8f sheaths from other manufacturers do contain these accessories, and this could cause difficulty in future procedures. The physician suggested boston scientific accessorize the 8f sheath with the expanding sheath and the 0.035 guide wire. No adverse patient effects were reported. It was later reported that the physician made a claim that an injury was caused to the patient by this catheter, and he believed it was due to the lack of a dilator with the lead delivery system. However, no details regarding the patient injury were provided. Several attempts were made to obtain this information, without success; it was only noted that the physician was uncertain of the cause of the injury to the patient. A boston scientific technical services consultant discussed that during proper use, no reports of damage to the heart by the catheter have been received.

Manufacturer narrative:
(B)(4). The catheter was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.